Event description:
It was reported that the patient experienced no stimulation sensation. Movement did not cause stimulation changes. Initially, impedance measurements were normal. Exhaustive impedance test showed every combination except for 1-7 was open. The 1-7 was in the 700s and produced stimulation. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)